Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the device staple? If yes, was the staple line complete? Is yes, what was the appearance of the deployed staples? Did the device cut? If yes, was the cut line fully circumferential around the target tissue? Response: the anastomosis of the instrument was incomplete. No further information is available.

Event description:
It was reported that during a rectum extirpation procedure, during firing no cracking noises, anastomosis was incomplete, took new instrument with another lot number, normal noises and anastomosis was complete, no further information is available there were no adverse consequences for the patient reported.